Event description:
The complaint is reported as: the spring wire guide kinked during insertion. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including a guide wire, catheter, and introducer needle for evaluation. The components contained obvious signs of use in the form of biological material. Visual examination of the guide wire revealed one kink in the body. The distal j-tip was also slightly deformed. The returned guide wire contained one kink 350 mm from the proximal end. The total length of the guide wire measured to be 601 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.79 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was able to pass through the returned ars/needle and catheter with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire.". The customer report of guide wire damage was confirmed by complaint investigation of the returned sample. The guide wire contained one slight kink and the j-tip was deformed. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide kinked during insertion. No patient harm reported. The patient's condition is reported as fine.